Event description:
It was reported that during a peripheral angioplasty procedure, balloon separation occurred. The calcified lesion being treated was located in the tortuous proximal to mid peroneal. The quantum maverick balloon was advanced through a contra lateral approach with difficulty encountered due to the calcification and tortuosity. The balloon was inflated to unk atms, and during withdrawal of the quantum maverick balloon catheter the balloon sheared off. The physician was able to retrieve the balloon fragment with a snare. Following removal, patency of the vessel was confirmed by angiography. No pt symptoms occurred during this event, and pt status was reported as 'okay'. The physician felt that the difficulties encountered were "just an outcome of a difficult case."